Event description:
This outpatient was scheduled for a planned coronary intervention with the assistance of rotablator. During the procedure, the rotablator floppy wire radiopaque region sheared off and was left in the circumflex artery. Multiple attempts were made to retrieve this wire without success. The patient remained stable while in the procedure with no complaints of chest pain. He was recovered in prepost. Patient remains stable and further attempts to retrieve the wire were determined as a group to potentially be more harmful to the patient. FDA safety report ID # (B)(4).